Event description:
It was reported that "presence of kinking in the guide wire." The patient was reported as fine, there was no patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
Description update: the catheter was kinked. The issue was detected during use on the patient. The patient was reported as fine, there was no patient harm or consequence.

Manufacturer narrative:
(B)(4). Section b.5.-event description amended. The customer returned one, arterial catheter for analysis. The guide wire was not returned. No obvious signs of use were observed. Visual analysis revealed a kink towards the distal end of the catheter. The kink in the catheter measured 59 mm from the distal tip. The inner diameter of the catheter body measured 0.69 mm, which is within the specification limits of "the inner diameter of the catheter at the distal tip specifies, to a depth of at least 2 mm" per catheter product drawing. The catheter body length measured 163 mm, which is within the specification limits of 162-166 mm per catheter product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire." A lab inventory 0.635 mm guide wire (measured 0.596 mm) was threaded through the returned catheter and was able to advance through with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, " precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire. Warning: do not use excessive force in removing catheter." The report that the catheter kinked during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed a kink towards the distal end of the catheter. Despite the damage, the catheter met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the catheter and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.